Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to fiber/ cap fusion zone at the bevel. Severe char on the metal cap and severe devitrification of the glass cap at the fracture were also observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation/user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed. The procedure was completed using the same surgical fiber. Pt outcome: "no damages to the pt".